Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation /perforation (fallopian tube)"), device dislocation ("migration and perforation /malposition of essure device /migration of essure device") and weight increased ("weight gain") in a (B)(6) female patient who had essure (batch no. 626108, 626403, 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 1994 to (B)(6) 2008. Concurrent conditions included multiple allergies (treatment:monthly shots) since (B)(6) 2014, hashimoto's disease (treatment:thyroid pills) since 2009, asthma, thyroid disorder, abdominal bloating, allergic reaction to analgesics, latex allergy and morbid obesity. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 2 months 23 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) -2009, the patient experienced weight increased (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced eczema ("rashes or skin conditions type: eczema"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced ulcer ("ulcer") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2013, the patient experienced nausea ("nausea"). The patient was treated with fluticasone propionate, rizatriptan benzoate, ondansetron, omeprazole and surgery (gastric band surgery). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, weight increased, vaginal haemorrhage, menorrhagia, eczema, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, ulcer, alopecia, irritable bowel syndrome, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, ulcer, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that essure device not removed. Insertion date of essure, (B)(6) 2008, (B)(6) 2008. The essure device was placed in the right tube easily and, after completion of insertion, there were 2 coils showing. After completion, there were 5 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral. Occlusion,migrationofessure,perforation; on (B)(6) 2009: unilateral. Occlusion,migrationofessure,perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, irritable bowel syndrome most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet- events depression and mental anguish were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation /perforation (fallopian tube)"), device dislocation ("migration and perforation /malposition of essure device /migration of essure device/ migration of essure device right pelvis") and weight increased ("weight gain") in a 33-year-old female patient who had essure (batch no. 626108, 626403, 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 1994 to (B)(6) 2008. Concurrent conditions included multiple allergies (treatment: monthly shots) since (B)(6) 2014, hashimoto's disease (treatment:thyroid pills) since 2009, asthma, thyroid disorder, abdominal bloating, allergic reaction to analgesics, latex allergy and morbid obesity. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 2 months 23 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced weight increased (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced eczema ("rashes or skin conditions type: eczema"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced ulcer ("ulcer") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with fluticasone propionate, rizatriptan benzoate, ondansetron, omeprazole and surgery (gastric band surgery). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, weight increased, vaginal haemorrhage, menorrhagia, eczema, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, ulcer, alopecia, irritable bowel syndrome, depression, anxiety and pelvic pain outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, ulcer, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that essure device not removed. The patient received treatment. Insertion date of essure, (B)(6) 2008, (B)(6) 2008. The essure device was placed in the right tube easily and, after completion of insertion, there were 2 coils showing. After completion, there were 5 coils showing. Essure perforated and that left tube was in proper position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral. Occlusion, migration of essure, perforation; on (B)(6) 2009: unilateral occlusion,migration of essure, perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, irritable bowel syndrome. Batch number: 626108, exp date: 2009-12, man date: 2007-10. Batch number: 626403, exp date:2009-12, man date:2008-01. . Batch number: 627295, exp date: 2010-05, man date: 2008-05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: plaintiff fact sheet received. Event per pfs: pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation /perforation (fallopian tube)"), device dislocation ("migration and perforation /malposition of essure device /migration of essure device") and weight increased ("weight gain") in a 33-year-old female patient who had essure (batch no. 626108, 626403, 627295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 1994 to (B)(6) 2008. Concurrent conditions included multiple allergies (treatment:monthly shots) since (B)(6) 2014, hashimoto's disease (treatment:thyroid pills) since 2009, asthma, thyroid disorder, abdominal bloating, allergic reaction to analgesics, latex allergy and morbid obesity. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 2 months 23 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced weight increased (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced eczema ("rashes or skin conditions type: eczema"). On (B)(6)2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2013, the patient experienced ulcer ("ulcer") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2013, the patient experienced nausea ("nausea"). The patient was treated with fluticasone propionate, rizatriptan benzoate, ondansetron, omeprazole and surgery (gastric band surgery). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, weight increased, vaginal haemorrhage, menorrhagia, eczema, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, ulcer, alopecia, irritable bowel syndrome, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, ulcer, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that essure device not removed. Insertion date of essure, (B)(6) 2008,(B)(6)2008. The essure device was placed in the right tube easily and, after completion of insertion, there were 2 coils showing. After completion, there were 5 coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion,migrationofessure,perforation; on (B)(6) 2009: unilateral occlusion,migrationofessure,perforation concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, irritable bowel syndrome batch number: 626108 exp date: 2009-12 man date: 2007-10 batch number: 626403 exp date:2009-12 man date:2008-01 batch number: 627295 exp date: 2010-05 man date: 2008-05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report